Event description:
Patient had a double lumen PICC. Tpn was infusing through lumen 1 and lipids infusing through lumen 2. Patient had labs ordered so both lumens were saline locked, and labs obtained. Rn began reattaching tpn and il to appropriate lumens and when attaching lipids, the luer lock completely slid off the tubing and cracked, making it impossible to reattach the lipids. Only 9 ml left to infuse so lipids discontinued.